Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was at 505 mg/dl with muscle tightness. It was reported that the patient self-treated with insulin via pump. The patient allegedly remained on pump therapy with recent adjustments to the bolus settings by health care provider. Customer technical support reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issue and perceived inaccurate delivery issue revealed that the bolus settings were incorrectly programmed. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a use error in that the bolus settings were incorrectly programmed.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found a replace cartridge alarm on a day before the complaint date and delivery was resumed shortly after the warning. The total daily deliveries added up correctly and reflected user¿s programmed basal setting. Black box and pump history did not show any activity outside of normal use. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy was within specifications.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.